Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "discomfort in the right side of breast in the last year but did not investigate the cause. Six months ago, patient started to notice swelling, deformation and hardening in the same side and an ultrasound requested by the surgeon confirmed contracture. The surgeon also requested a magnetic resonance imaging exam." The device remains implanted.